Manufacturer narrative:
No information.

Event description:
According to the complaint the customer reported discrepancy between bilirubin measurement results from an abl800 flex analyzer and measurement results from laboratory performed simultaneously before possible treatment of babies. The following measurements from different patients below were observed: lab-test, abl800, discrepancy: 123, 99, 24,00; 36, 29, 7,00; 31, 33, 2,00; 86, 72, 14,00; 149, 132, 17,00; 380, 314, 66,00; 215, 198, 17,00; 164, 166, 374, 276, 98,00; 413, 314, 99,00; 455, 376, 79,00; 322, 252, 70,00; 319, 304, 15,00; 242, 160, 82,00; 285, 215, 70,00; 361, 253, 108,00; 349, 274, 75,00; 221, 187, 34,00; 270, 241, 29,00; 315, 244, 71,00; 365, 314, 51,00; 382, 337, 45,00; 376, 316, 60,00; 390, 301, 89,00; 346, 250, 96,00. Lab and gas (abl800 flex analyzer) measurements in mol/l. Highest discrepancy was 108 mol/l. Based on the measurement results for bilirubin obtained on the abl800 flex analyzer compared to the measurements from laboratory, the customer reported the abl800 results as false low.

Manufacturer narrative:
The investigation has concluded that from the comparison (bilirubin cobas v abl800.xlsx) between the cobas and the abl800, the calibrator gives the same value on both instruments. However, blood measurements differ to varying degree, but is always lower on the abl800. Investigators suspicion is that the setting for hbf correction is not applied correctly, but this cannot be confirmed because investigator has not received the patient log. If investigators suspision is correct and this is the problem then the "% diff " should vary as a function of the hbf-level in the sample, where the lowest "% diff " shall be seen in samples with low hbf. For further investigation purposes the investigator requested the customer to please inform if the hbf-correction setup on the instrument. Is it set up to "enable for all levels"? Customers response to investigators request: "this analyser has now been decommissioned - replaced with an abl90 flex plus".